Event description:
In preparation for a coronary artery drug eluting stenting treatment procedure it was noticed that the inner package was damaged. The target lesion was located in the left anterior descending (lad) coronary artery. When the package to a 2.5x20mm taxus express2 drug eluting stent was opened the nurse found that the inner package was damaged. This was discovered outside the pt and the device was not used. The procedure was successfully completed using another taxus express2 stent of the same size. There were no pt complications reported and the pt condition is reported as good.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.